Manufacturer narrative:
Correction: this complaint did not involve a bd product. Reached out to the customer to confirm and was told the brand of the needle involved with this incident was not a bd product.this complaint will be cancelled.

Event description:
It was reported that bd precisionglide¿ needle hub was leaking. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no. 305111 batch no. Unknown (provided 190430). It was reported the needle hubs, broke/were leaking, from the bottom plastic hub of the needle. Description of issue: customer reported 2 of the needle hubs, broke/were leaking, from the bottom plastic hub of the needle. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: bd 26 g, 1/2¿ needle ¿ 305111. Product lot number: 190430. For bd product only, are samples available for investigation? Yes. Customer has 1. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd precisionglide¿ needle hub was leaking. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no. 305111, batch no. Unknown (provided 190430) . It was reported the needle hubs, broke/were leaking, from the bottom plastic hub of the needle. Description of issue: customer reported 2 of the needle hubs, broke/were leaking, from the bottom plastic hub of the needle. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: bd 26 g, 1/2¿ needle ¿ 305111. Product lot number: 190430. For bd product only, are samples available for investigation? Yes. Customer has 1. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required.